Event description:
It was reported that the patient presented to the hospital for a procedure. During procedure, the right atrial (ra) lead and left ventricular (lv) lead was noted to have high capture threshold. Both the ra and lv leads were removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of high capture thresholds was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clean. Electrical testing found no indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead found no any anomalies.